Manufacturer narrative:
Correction made to b3: event date: 7/28/2021 (previously submitted as 7/27/2021). H4: the lot was manufactured between october 28, 2020 to october 29, 2020. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause fof the condition was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the middle port. This was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.